Manufacturer narrative:
Additional information was added to h4 and h6. Correction to b5. B5: update "a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag" to "an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags". H4: the lot was manufactured from may 30, 2019 - june 01, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.